Manufacturer narrative:
Additional information was received through conversation with surgeon at the american academy of ophthalmology meeting in nov. 1996. Information supplied in section f was provided by the manufacturer, not other user facility.

Event description:
Additional information obtained from surgeon: the pt is reported to have rheumatoid arthritis and was treated post-operatively with steroids (dose and duration of therapy unk) for this condition. Surgeon commented that he continues to use this lens as his first choice for his pts.